Event description:
Caller alleged discrepant inratio precision results. Pt self tester reported the following results: date: (B)(6) 2012; inratio: 1.6; re-test: 1.1. Tests were done within 30 mins of each other.

Manufacturer narrative:
Investigation pending.